Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail, bezel, and door assy. Lvp rear case recall complete. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the moog ail kit. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 07nov2007 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.